Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed january 20, 2015.

Event description:
Per the clinic, an x-ray (date not reported) revealed that the electrode array was outside of the cochlea. The device was explanted on (B)(6) 2014, and the patient reimplanted with a new device during the same surgery.